Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Manufacturer narrative:
B3: estimated based on gfe response from sales representative.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported. Additional information was received stating that this scs device was replaced with a primary cell non-rechargeable implantable pulse generator (ipg) due to the patients inability to perform the charging process. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the facility and will not be returned for analysis.